Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoirs no leaks.

Event description:
Customer reported via phone call that the reservoir was leaking. The customer's blood glucose was 256 mg/dl at the time of call. Troubleshooting was performed and the customer identified leaks at the bottom of the reservoir at the o-rings. Customer declined trouble shooting for the high blood glucose. The reservoir was returned for analysis.